Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. See medwatch completed section c form attached. Corrections made to section h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Manufacturer narrative:
2 syringes affected by event.

Event description:
Agency name: xxxxxxxx when did it occur? : before use needlestick injury: no other treatment: unclear were the returned items used? : no if they were used, what is adhering to it? : nothing returned quantity: 2 details of the event that occurred ( timeline, history, etc. ) : the rubber in the inner barrel is bent.